Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The biopsy channel at the distal end had a leak. The light guide rod lens had discoloration. The lens glue was chipped. The bending section cover glue was separated. The bending tube was deformed. The connecting tube had a wrinkle and a scratch. The grip unit and universal cord had a scratch. The painting was peeling off the air/water nut and suction cylinder nut. The specified angle and orientation achieved 120/90 110/90. The up/down knob and right/left knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera duodenovideoscope had air/water leakage from the channel. No patient harm reported. During the evaluation of the device, it was noted the adhesive peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). This report is to capture the reportable malfunction of the adhesive peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue) noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 17 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the causes of the events are likely due to the deteriorated distal end glue (around the nozzle) due to physical stress/chemical stress from device handling and/or storage environment. Additionally, for the dirty light guide (lg) lens the likely cause is due to a gap was generated at distal end due to physical stress, chemical stress, and storage environment which dirt entered from there. It is also likely that moisture invaded the device from leaking point, which corroded the lg-lens inner parts. Corrosion product remained as dirt. The event can be detected/prevented by following the instructions for use (IFU) which state: operation manual: important information: please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 5.1 storage: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays may damage the endoscope or present an infection control risk. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.